Manufacturer narrative:
(B)(6). Investigation/conclusion: the customer reported a discrepant high inratio inr results during testing. It is indicated that product is not returning for evaluation. Therefore, an investigation of the complaint to determine root cause cannot be completed. Since the product associated with the complaint was not returned, a review of in-house testing data was performed. Retain strip testing results met both accuracy and repeatability criteria. The product performed as expected and no product deficiencies were observed. A review of the manufacturing records for the lot did not uncover any non-conformances. Lot meets release specification. A root cause could not be determined from the information provided by the customer. Based on the information available, there is no indication of a product deficiency and no corrective action is required at this time.

Event description:
The patient contacted an (B)(6) alere affiliate and alleged a discrepant high inratio inr result in comparison to the laboratory inr result. Initially some results were 1.0 lower on the inratio than the laboratory correlation; however, some were the same. Only one variance was provided. Results are as follows: date: (B)(6) 2015, inratio inr: 7.5, laboratory inr: 2.3. The therapeutic range was not provided. The time between testing was within ten (10) minutes. On (B)(6) 2015, inratio testing was performed with a different lot number and the inr was 2.8. There was no reported adverse patient sequela. There was no additional information provided.